Manufacturer narrative:
Concomitant product: product ID: 3889-28, lot# va0lw7n, implanted: (B)(6) 2014, explanted: (B)(6) 2015, product type: lead. (B)(4).

Event description:
The health care provider (hcp) reported that the patient&#38112;system was explanted and replaced on (B)(6) 2015 because their body rejected it. The indications for use for this patient were urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor.